Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that a motor stall had occurred following an MRI that occurred on (B)(6) 2017. It was confirmed that the pump had not been read since that time. It had been more than 2 hours since the patient had exited the MRI. Re-interrogation of the pump resulted in recovery. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.